Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor reading and blood glucose readings. The customer states the pump went into threshold suspend. The customer states their sensor reading was 44mg/dl, but their actual blood glucose level was 105mg/dl. Troubleshoot was conducted, and the customer is being sent out a replacement sensor.